Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the revision surgery was performed to remove aequalis press fit stem and head (anatomic). Replaced with medacta. No further information was provided.